Manufacturer narrative:
Electrode belt (B)(4) and monitor (B)(4) have been returned to the manufacturer in a biohazard condition and the evaluation could not be completed. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments or patient death. Manufacture dates: monitor: 3/6/2014, belt: 2/10/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest it was reported that the patient was in the hospital and had lost consciousness prior to passing. Hospital staff was present and initiated CPR. Review of the patient's download data reveals that the patient was inappropriately treated by the lifevest on (B)(6) 2019. At 10:54:09 pm on (B)(6) 2019, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment was obscured by CPR artifact. The post-shock rhythm was an idioventricular rhythm at 70 bpm with CPR artifact. At 10:55:47 pm, the patient received the second inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 70 bpm with CPR artifact, and the post-shock rhythm was sinus rhythm at 65 bpm with CPR artifact. At 10:56:18 pm, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 75 bpm with CPR artifact, and the post-shock rhythm was sinus rhythm at 70 bpm with CPR artifact. At 10:57:08 pm, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was sinus rhythm at 75 bpm with CPR artifact and the post-shock rhythm was sinus bradycardia at 50 bpm with bigeminy and CPR artifact. At 10:58:19 pm, the patient received the fifth shock from the lifevest. The patient's rhythm at the time of the treatment was sinus bradycardia at 50 bpm with bigeminy and CPR artifact, and the post-shock rhythm was sinus rhythm at 65 bpm with CPR artifact. At 11:00:22 pm, the sixth treatment was delivered. The patient's rhythm at the time of the treatment was sinus bradycardia at 50 bpm with bigeminy and CPR artifact, and the post-shock rhythm was sinus bradycardia at 45 bpm with bigeminy and CPR artifact. At 11:07:58 pm, the patient received the seventh and final treatment from the lifevest. The patient's rhythm at the time of the treatment was supraventricular tachycardia (svt) at 150 bpm with pvc's, and the post-shock rhythm was sinus tachycardia at 130 bpm with pvc's. An arrhythmia was declared at 11:08:22 pm. The patient's ECG shows sinus tachycardia at 140 bpm. The device was shut down at 12:27:47 am on (B)(6) 2019, and it was reported that the patient passed away sometime in the afternoon on (B)(6) 2019. No additional download data is available at this time as the patient's monitor was returned in a biohazard condition and has not yet been downloaded. CPR artifact and svt contributed to the false detections. The response buttons were not pressed during the event.